Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the mid-200's (mg/dl). At the time of the reported event, the customer's bg level was 244 mg/dl, and was addressed with a correction bolus. Reportedly, the customer suspected the cause of the elevated bg levels to be due to the customer not properly absorbing the insulin from the pump. System check was performed with tandem technical support and showed that the pump time was inaccurate and off by 5 minutes. Customer was referred to health care provider for possible factors that may affect bg levels.